Manufacturer narrative:
(B)(4). The service engineer (se) reported to have verified the ventilator inoperative error on display, but he was not able to duplicate the alleged malfunction. The se completed all testing and device operates within the manufacturing specifications

Event description:
It was reported that an 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.